Manufacturer narrative:
(B)(4).

Event description:
A consumer reported they don't turn the implantable neurostimulator (ins) off anymore because they get a little bit of a jolt that lasts for a minute when the ins is turned back on. This had happened when the patient turned the ins off for a few surgeries. The worst one was in the summer of 2015 when the patient had to turn the ins off for an MRI. The jolt had been discussed with the patient's health care provider (hcp) and the hcp indicated the issue was fine and the patient should do what is most comfortable. Every time the hcp changed the programming, the patient could tell. The patient's indication for use is parkinson's dual.